Event description:
It was reported that during an af ablation procedure, the hemostasis valve on the sheath broke. A sl0 sheath was used in conjunction with a sjm brk transeptal needle to access the pt's left atrium. After successfully completing transseptal puncture, an afocus ii hd catheter was advanced through the sl0 sheath and into the la (left atrium). During geometry creation of the la with ensite navx and the afocus ii hd catheter, a crack was noticed on the sl0 sheath at the base of the valve. Shortly afterwards, it broke off entirely. A long exchange length wire was positioned through the sl0 sheath to remove and exchange it for a new device. There were no pt complications and the procedure was completed.

Manufacturer narrative:
On 8f swartz braided introducer was received for eval. The introducer was received in two pieces, which was separated in the lower half of the hub. Visual inspection revealed a separation occurred in the hub. There was exposed braid wire noted from within the sheath tube. The separation occurred at the top of the headed portion of the sheath tube within the hub. Review of the device history record confirmed this lot met mfg requirements prior to shipment. A root cause cannot be determined at this time. The device was sent for add'l analysis. Should this add'l analysis reveal new info, a follow up report will be submitted.